Manufacturer narrative:
Iris field service engineer was not sent to the customer lab. The customer conducted their own troubleshooting and located the leak. The customer tightened the fitting at the cgm to correct the issue. The customer reran controls and controls passed. The system was operational. (B)(4).

Event description:
The customer reported they are failing ca and cb quality controls for multiple analytes. The customer saw leaking coming from a fitting connected to the color clarity and specific gravity module (cgm). There were no erroneous results generated or reported out of the lab. The customer stated no one was exposed to the leak and the technician was wearing gloves and ppe.